Event description:
On (B)(6) 2014 a large, grade 3 arteriovenous malformation (avm) involving the right posterior frontal, anterior parietal lobes was noted by MRI. On (B)(6) 2014 underwent an embolization of the avm. During the injection of the embolic material through a microcatheter, it was noted by the physician that the embolic material was not coming out from the tip of the catheter, but from an apparent rupture in the catheter. The physicians immediately attempted to remove the embolic material. Neurosurgical interventions were then attempted to retain cerebral blood flow. Pt was then transferred from ir to neurosciences ICU. Microcatheter was an ev3 ultraflow hps lot number: 9590135. (B)(4).